Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic homograft valve with aortic insufficiency, the transcatheter valve dislodged into the ascending aorta after it was fully deployed. This valve was snared into the ascending aorta and a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.